Event description:
Patient tracking received a tracking form through email reporting a catheter revision. Additional follow-up with the agent covering the issue via phone call confirmed that the patient had been scheduled for a revision as their pump was flipped. Per the agent, "when we got in, the catheter was also not patent. It wasn't kinked, it just had no flow." Agent reported that it was not known why the pump flipped and confirmed that the pump had been sutured down initially. The sutures were reportedly still visible. The pump remains implanted. This MDR will capture the alleged pump flipping issue. The catheter issue will be captured in MDR 3010079947-2023-00013.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned. Per the instructions for use of the device, pump flipping is a known possible risk of use of the device. Internal complaint number: (B)(4).